Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported the procedure was to treat a chronic total occluded lesion (cto) in the tibial artery. The confianza guide wire was advanced without resistance to the target lesion, but during positioning of the guide wire, the tip separated and got stuck at the cto lesion. A snare device attempted to retrieve the separated tip, but was unsuccessful. The separated guide wire tip remains stuck at the lesion and there are no further plans to retrieve the guide wire or treat the lesion at this time. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the outcomes of the investigation, it is supposed that the tip of the guidewire might be trapped by cto when it was advance into the lesion, where rotational manipulation might be applied to the guidewire and the rotational force might be accumulated to the core wire, resulting the breakage of core wire when the accumulate force exceeded the product design limit. Along with guidewire manipulation thereafter, the coil was stretched and elongated before finally pulled apart. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of the instruction for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel and separation or breakage of guidewire as one of possible complications and adverse events.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.